Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that a valve model 3300tfx21mm was explanted soon after the implant due to valve thrombosis leading to left coronary obstruction. Indication for surgery was severe aortic stenosis. Surgery was well. As reported, while the surgeon was leaving the op room and the nurse finished the bandage, the patient had a cardiac arrest. A long heart massage was performed (around 45 min). Echo showed total cardiac arrest and they decided to put in emergency a cardiac assistance femoro-femoral. Then patient was reopened and extracorporeal circulation reinstated. When the heart was opened, it was observed occlusion of the left coronary artery due to a thrombus. As per the surgeon, "the valve looked like a degenerated valve after 10 years, leaflets were retracted and there was this thrombus type-pannus all around the valve". The thrombus was aspirated and the valve replaced with a 3300tfx19mm. Patient left the ICU after 2 days without no brain consequences. This was the first time that the medical team had an emergency like this one and that they see a valve in such a bad condition so recently implanted. They understand that the long cardiac massage could have affected the valve appearance and also they are wondering that if the fact that the nurse rinse the valve 2min+less than a minute (instead of 1min+1min as per IFU) could have contributed to the formation of the thrombus. Patient´s comorbidities: severe renal insufficiency, hypothyroidism, hta, dm type 2, dyslipidemia, bsa 2.17 m2. Not known allergy.

Manufacturer narrative:
Additional manufacturer narrative: r&d evaluation was performed. This valve was reportedly explanted shortly after implant due to ¿observed occlusion of the left coronary artery due to a thrombus¿ and the "the valve looked like a degenerated valve after 10 years, leaflets were retracted and there was this thrombus type-pannus all around the valve". No intraoperative echocardiogram was provided, thus the reported ¿observed occlusion of the left coronary artery due to a thrombus¿ could not be confirmed. The tissue degradation observed on this particular valve is generally a function of the immediate environment surrounding the valve, in situ, particularly the environment post cardiac arrest. Since the valve was returned without the adjacent environment and given that the valve receives substantial damage during explant, no statements can be made with regard to the reported thrombosis or valve degradation.

Event description:
Edwards received notification that a 21mm valve was explanted soon after the implant due to valve thrombosis leading to left coronary obstruction. Indication for surgery was severe aortic stenosis. Surgery was well. As reported, while the surgeon was leaving the op room and the nurse finished the bandage, the patient had a cardiac arrest. A long heart massage was performed (around 45 min). Echo showed total cardiac arrest and they decided to put in emergency a cardiac assistance femoro-femoral. Then patient was reopened and extracorporeal circulation reinstated. When the heart was opened, it was observed occlusion of the left coronay artery due to a thrombus. As per the surgeon, "the valve looked like a degenerated valve after 10 years, leaflets were retracted and there was this thrombus type-pannus all around the valve". The thrombus was aspirated and the valve replaced with a 19mm valve. A smaller valve was implanted as preventive action in case the issue was caused by oversizing. Patient left the ICU after 2 days without no brain consequences. This was the first time that the medical team had an emergency like this one and that they see a valve in such a bad condition so recently implanted.

Manufacturer narrative:
H3. Device evaluation: customer report of valve explant due to thrombosis was confirmed due to observed fibrin-like thrombotic material. Fibrin-like thrombotic material was observed on the surface and free margins of all three leaflets on both the inflow and outflow aspects. The x-ray demonstrated wireform intact. The sewing ring was cut around the inflow aspect, and exposed the wireform around leaflet 1. Green suture threads remained attached to the sewing ring around the valve. Suture holes were visible around the sewing ring. H10. Additional manufacturer narrative: updated sections b5, d4 (expiration date), h3, h4, and h6. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.